Event description:
It was reported the reaining rod broke during surgery. No reported patient injury.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. The associated complaint device was returned and evaluated. A visual inspection of the lag screw driver revealed no obvious signs of damage. The reported inner retaining rod was not returned. Without the actual component involved, our investigation cannot confirm the stated failure. A review of the manufacturing records did not reveal any material or manufacturing deviations that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. If the device or new information is received in the future, this complaint can be re-opened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.